Manufacturer narrative:
The lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to being close to perforating distally through the glans because of having rear tips too large to his anatomy. The device was explanted and replaced with a smaller implant. No further information was provided in relation to this event.